Event description:
It was reported that a patient experienced peritonitis manifested by emesis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified intravenous and intraperitoneal antibiotic(s) (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. On an unreported date, the patient¿s line was taken out and a new one was placed, but there is no further description of this treatment. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Additional information: on an unreported date around (B)(6) 2014, the patient experienced peritonitis. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.